Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-21328. It was reported the pt experienced auto-reduction. Diagnostics revealed two invalid contacts on the pt's cervical lead. Reprogramming was unsuccessful. X-rays revealed the lead had partially pulled out of the header. Subsequently, the pt underwent surgical intervention on (B)(6) 2014 and the lead was tested intra-operatively. Since all contacts tested normal there were no anomalies, the physician decided not to replace/reposition the lead. However, post-operative diagnostics revealed ineffective stimulation. The decision to undergo another surgical procedure is pending.